Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube, broken belt clip slot, cracked reservoir tube lip, and reservoir tube cracked.

Event description:
Customer reported a button error alarm while trying to suspend the insulin pump. Customer also states that the insulin pump is exposed to moisture. The blood glucose reading is 215 mg/dl. The insulin pump is replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.